Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the patient did everything right and tried hooking and unhooking the cassette which the pump did ran for an hour and the alarm displayed on pump again. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.